Manufacturer narrative:
10/1/1998-supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield did not advance. The surgeon converted to a laparotomy to complete the procedure and a blood transfusion was required. The hospital has reported the pt's condition is satisfactory.